Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made.